Event description:
On (B)(6) 2013, it was reported that the pump emitted multiple loss of prime alarms. It was reported the issue had occurred over several months with multiple cartridges from different boxes. The reporter stated they were able to prime and air bolus successfully during troubleshooting. This complaint is being reported because the alleged issue occurred was not resolved. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 08/07/2015 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed evidence or related call service alarms. The pump successfully completed a prime sequence, bolus delivery, and 24-hour exercise test without issue or alarm. The pump¿s force sensor was found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).